Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer stated that the numbers on the screen were ramping up. The customer also stated that he was treated by the paramedics for low blood glucose levels. The customer's blood glucose reading was below 71 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was also correct. The customer felt uncomfortable with the insulin pump, and asked for a replacement. Nothing further was reported.